Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history could not be reviewed because reporter has not provided lot number or any identification traceable to the manufacturing documentation. This report mailed to FDA on: 09/26/2007. Additional information was requested: 08/31/2007, 09/17/2007 (2), 09/19/2007, and 09/21/2007.

Event description:
A consumer reported he was recently diagnosed with an "eye ulcer" and a "bacterial infection" in his right eye with use of this product. No additional information was provided.